Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revb0820 showed one other similar product complaint(s) from this lot number (355279).

Event description:
It was reported that the hemostar catheter migrated out of inserted track on chest wall, but cuff remained ingrown in tissue. Catheter became separated from cuff.